Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause and the treatment for the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient passed away due to the peritonitis. It was reported that pd therapy was ongoing, however, it was not reported if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Patient experienced peritonitis on (B)(6) 2016. The physician reported that the patient did not pass away due to peritonitis (as previously reported). Upon further review and based on the clinical circumstances provided, the cause of the patient's death was due to cardiac emergency complicated by peritonitis, in conjunction with the patient's advanced age and significant medical history. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: dianeal pd4, 1.5% (previously reported as dianeal 1.5%). The peritonitis was manifested by nausea, vomiting, fever, and abdominal pain. Two days after onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began treatment for the peritonitis with moxifloxacin hydrochloride (dose, frequency, and route was not reported) and sodium chloride injection (0.4 grams, once a day, route was not reported). On an unreported date, the patient began treatment for the peritonitis with cefoperazone sodium and tazobactam for injection (2.0 grams, once in 12 hours, route was not reported). On an unreported date during hospitalization, the patient experienced unstable vital signs and as a result was transferred to ICU (intensive care unit) for continuing treatment (unspecified). On the date of death, the patient¿s heart rate decreased and gradually began to stop. As a result, the patient underwent artificial chest compression and other unspecified treatment. The patient was administered epinephrine and isoprenaline as cardiac emergency treatment and sodium bicarbonate for correction of acid balance (doses and routes were not reported). The patient showed no sign of recovery and clinical death was declared. The cause of death was reported to be due to the peritonitis. Dianeal therapy and the drug treatments for peritonitis were ongoing until the time of death. An autopsy was not performed. Should additional relevant information become available, a supplemental report will be submitted.